Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a low anterior resection, they tried to perform stapling on the rectum with the combination of powered stapler and reload but could not fire, and furthermore the jaws became unable to open. At that situation, they removed the adapter from the handle and used a manual retraction tool, but the adapter tool could not turn, so additional tissue resection was performed. The procedure was completed with another device. The surgical time was extended by more than 30 min. The procedure was converted to an open procedure.